Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the hospital nurse noticed the 500ml saline bag was half full. No saline fluid on the floor, thermogard console and patient's bed was observed. No signs of puncture to the saline bag and no fluid leakage on the start-up kit tubings. The saline bag was replaced and treatment continued. Approximately two hours later, the nurse noticed the second saline bag had 75-100ml left. The thermogard console did not generate an alarm and the roller pump was spinning properly. Catheter leak was suspected. The quattro catheter (lot #unknown) was removed and a new catheter was placed to continue treatment. Also, same thermogard console and suk were used to complete the treatment. No consequences or impact to the patient.